Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to have delivered multiple inappropriate shocks and anti-tachycardia pacing (atp) bursts. Technical services (ts) reviewed the device data and suspected that therapy delivered was on a supraventricular tachycardia (svt) episode with 1:1 conduction. No adverse patient effects were reported. This ICD remains in service.